Manufacturer narrative:
The device model and serial number were not provided and could not be traced, therefore, the device history record review cannot be performed. The device remains implanted (valve in valve), and will not be returned for evaluation. Despite multiple attempts with the initial reporter and the hcp, no additional information has been provided regarding the mode of failure and patient medical history. There has been no information to suggest that the patient's death is related to the subject 10 year old surgical valve.

Event description:
It was reported that a patient with an implanted edwards 21 mm surgical aortic valve 10 years ago, underwent reoperation with another edwards transcatheter valve (valve in valve). The type of failure on the 10 year old valve has not been provided. It was also reported, "after the replacement valve was positioned in the subject valve, pt pressure began to decompensate, meds were given by anesthesia and pt returned to baseline. The valve was deployed and an angiogram was taken, it appeared the rt coronary was occluded which was pre-wired for precaution due to distance from the annulus. While physician tried to canulate the rt coronary with al1 catheter, pt had a rhythm changed and went into v-fib. Pt was shocked out of v-fib 3 times and CPR was administered. The decision was made by physicians to go on by-pass pump. The pump was temporary cut off, to check pt own pressure which was good. Pt was stable and angiogram was taken. While engaged in rt coronary the ostium of both the rt and lt coronary were patent. Pt was stable at the end of the procedure. Pt was taken off of bypass pump and placed on a balloon pump. The pt expired shortly after coding." Also noted that the patient suffered an acute mi a week prior to this surgery. No information to suggest a relationship between the edwards 10 year surgical [subject] valve and the patient's death. Edwards has already submitted a separate MDR on the replacement transcatheter bioprosthetic valve, reference report #2015691-2012-17584 .